Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia procedure, while doing esophagus wrap, the handle was crunchy (not smooth) when being squeezed. It was also reported that the needle fell into the patient's cavity and was retrieved using graspers. New instrument and loading units were used to resolve the issue and complete the procedure. There was no patient injury.